Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. During the procedure the physician experienced difficulty extracting the rv lead and tore a vessel. The lead was surgically abandoned and a new lead was temporarily implanted. The patient was sent to another hospital for further extraction. Nine days later the ICD, surgically abandoned rv lead and previously implanted rv lead were explanted. Upon removal the previous surgically abandoned lead had two gore covered coils visible and a tangled wire from the other high voltage lead in between. No new system was implanted at the time, however the physician is considering a subcutaneous implantable cardioverter defibrillator (s-ICD) system in the future.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation there was high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead going back approximately one year. Defibrillation threshold (dft) testing was performed and after the 17 joule shock was administered a code displayed indicating it shocked into an open circuit. The second shock did not convert and so the patient was externally rescued. The ICD was noted to have 7 years remaining, however technical services noted they should consider the patient unprotected. The patient was fitted with a life vest and would meet with the physician to discuss options, including a change out procedure for the ICD and rv lead. At this time the evidence suggests the products remain in service and no additional adverse patient effects were reported.